Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that defibrillation threshold (dft) testing was unsuccessful in converting the patient during defibrillation threshold (dft) testing. A 10 joule shock was delivered and noted a high shock impedance measurement of 185 ohms. Induction testing was then performed and undersensing was noted, so a stat shock was delivered and noted a high shock impedance measurement of 170 ohms. The electrode was viewed under x-ray and noted that the electrode was not placed deep enough into the tissue at implant and also that the electrode had moved slightly from the original implant location. A revision procedure was performed. The electrode was removed and noted to be covered in a fibrotic sleeve. The fibrotic sleeve was removed from the electrode and the electrode was retunneled deeper under the tissue. Dft testing was performed and was successful with a shock impedance measurement of 77 ohms. No additional adverse patient effects were reported. This product remains in service.